Event description:
It was reported that during a cataract procedure doctor had vacuum issues in vitrectomy mode and patient experienced a broken capsule.

Manufacturer narrative:
Inspection and analysis of the unit was performed. Field service engineer carried out a full system check per abbott medical optics check list and all was within specification.